Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that fibers were seen in a patient's left eye during a postoperative examination. No patient harm was reported. No product sample was available. No further information is expected.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. No sample was returned for evaluation; therefore, visual and functional testing was not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).